Event description:
It was reported that balloon rupture occurred. The patient presented with chronic critical limb ischemia and underwent vascular intervention. The 100% stenosed target lesion was located in the severely calcified and severely tortuous distal tibial vessel. A 2.0mm x 80mm x 150cm coyote balloon catheter and a 1.5mm x 20mm x 142cm coyote es balloon catheter were advanced for dilatation but had difficulty crossing the lesion and both balloons ruptured during the initial inflation. No device fragments were left inside the patient and the procedure was completed with another coyote balloon catheter. No patient complications were reported. It was further reported that the 1.5mm x 20mm x 142cm coyote es balloon catheter crossed the lesion; however, it burst as it was being inflated at about 8 atmospheres. The 2.0mm x 80mm x 150cm coyote balloon catheter did not cross the lesion and was not inflated.

Manufacturer narrative:
B5 describe event or problem: updated to include new information obtained. H6 device codes: removed the code for failure to advance.

Event description:
It was reported that balloon rupture occurred. The patient presented with chronic critical limb ischemia and underwent vascular intervention. The 100% stenosed target lesion was located in the severely calcified and severely tortuous distal tibial vessel. A 2.0mm x 80mm x 150cm coyote balloon catheter and a 1.5mm x 20mm x 142cm coyote es balloon catheter were advanced for dilatation but had difficulty crossing the lesion and both balloons ruptured during the initial inflation. No device fragments were left inside the patient and the procedure was completed with another coyote balloon catheter. No patient complications were reported.